Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, cracked display window and minor scratches on the display window.

Event description:
Customer reported via phone call damage to the insulin pump. Customer's blood glucose level was a little over 200 mg/dl. Customer advised they noticed a chip on the insulin pump. Customer advised the damage is where you insert the tube into the insulin pump. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.